Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer. No injury was reported, no medical attention was reported to have been sough. This is being reported as a possible delamination, as chocking is possible as a result of delamination.

Event description:
(B)(6) 2013 as per my conversation with one of the reps from rest assured I am writing to request a replacement of the "extra comfort night protector." I followed the instructions and the mouth guard came apart into 2 sections. The instructions were not clear as to molding the product and my teeth went through the soft plastic and then the mouth guard separated into 2. After speaking with the rep I now know hoe to fit the protector proper so it doesn't come apart. I am enclosing the bar code as well as the sticker with the lot number as the rep said and will wait for my replacement. Thank you. Lot: 019651.